Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was nutrient fluid leaking from the valve of the feeding set during use. There was no harm to the patient.

Manufacturer narrative:
Correction d 4 updated unique identifier number h 3 evaluation summary the device history record (DHR) review of the reported lot was able to be done because the lot number was not available. However, all records from manufacturing lots were reviewed and ensure that products were released meeting all quality release specifications at the time of manufacture the actual complaint sample was returned for review without the original package. The sample was evaluated by using the pumping test. The result found leaking that came from the aff valve. The valve was the wrong shape. Therefore, the complaint sample could confirm the reported condition. Based on the sample evaluation, the valve received from the supplier caused the product leakage. The investigation team determined that the root cause could be that the machine had not received maintenance. This was determined because there was no documented periodic inspection of the sensor. Containment action is to refresh training and establish a visual control to the operator for 100% screening before assembly. Corrective and preventative action is a full review of the current status of the pistons and sensors on the machines will be performed. A monthly and weekly review of the pistons will be added to the machine job plan. Quality inspections will be implemented. This complaint will be used for tracking and trending purposes.